Event description:
It was reported that the patient line was broken before use. No patient complications were reported.

Manufacturer narrative:
Received (1) complete flo trac kit. Kit appeared unused. Tubing was broken from the bond joint at the female connector, which is attached to zero-stopcock. The broken tubing was bent near the bond joint. Adhesive filled all the gaps around the flared portion of the connector tube housing.